Manufacturer narrative:
(B)(4). The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2015. The sensor was inserted into the abdomen on (B)(6) 2015. Date of issue is an approximation. Reaction was described as a raw and rough rash with no scabbing. Patient also experienced itching. Reaction was located at the sensor patch adhesive. Patient's mother consulted with their health care provider (hcp) on (B)(6) 2015 and was prescribed triamcinolone topical ointment, silvadene and statin to treat the affected area. Patient's mother also treats the area with over-the-counter aquaphor. Additional event or patient information was not provided. The patient is under two years of age. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.